Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. Efforts to resolve the issue with different cables and adapters were unsuccessful, leading cts to decide on replacing the pump. There was no adverse impact to the customer's blood glucose level. The customer, who will use mdi as backup therapy.